Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the firing of the stapler was partially fired, there was some bleeding and the surgeon fired another like device to stop the bleeding. There was still bleeding and he then secured the staple line with clips and completed the procedure. There was no transfusion required and no patient harm.